Event description:
It was reported that prior to an unknown procedure, the "test" procedure for this unit prior using on the patient took a long time to complete. The surgeon operated with this unit for approx 10 minutes and withdrew it to clean with water. Then he re-inserted the unit, which then failed to work. The surgeon tested the units again. This time, the test step took very long time and shown error in the end. The user tried to clean the tip with swab. The tip snapped into two. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.